Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the display assembly. Verification/release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump would not turn on and the display was intermittently working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: on (B)(6) 2022, the system was shut down and power cycled at 06:19:45 am. A perfusion screen was opened at 06:21:09 am. From 06:22:51 am to 06:25:50 am the pump was started and stopped six times before it was disconnected from the base. This was likely when the pump was replaced. It is likely that the display was not working but the pump otherwise was functional. During laboratory analysis, the product surveillance technician (pst) connected the roller pump display to a lab use only (luo) roller pump. The pst powered on the pump for over 24 hours with no observation of the pump turning off or having any intermittent display issues. It was determined that the roller pump display met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.